Event description:
Representative reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. Details were not available regarding additional contact information. Representative stated that there were no reports of patient injury or medical intervention.